Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the prefilled saline syringe. The customer states that the patient developed a fever and bacteremia that required hospitalization, IV antibiotics and discontinuation of the PICC.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the findings will be forwarded.